Event description:
The device was found to be in hardware reset mode during a routine follow-up the device was explanted.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.